Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose between 28 and 30 mmol/l (504- 540 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site , the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred.